Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis, hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that a patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 39 mmol/l (702 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient administered corrections using the pod which brought it down to 20 mmol/l (360 mg/dl) but increased again and before seeking medical help she used a total of 69.7 units in a day trying to bring the levels down. At the hospital she experienced a high fever and she believed she had an infection (not diagnosed). No other information was provided.